Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during a procedure when introducing the hydrophilic guidewire into a 6f sheath, the black jacket detached from the hydrophilic guidwire. No foreign body introduction. No patient injury to report. A new guidewire was used to complete the procedure.